Manufacturer narrative:
Additional information received for implanted and explanted dates. Implanted date (B)(6). Explanted date (B)(6). This is a follow up report for this additional information. Device received for this event is being corrected from unknown ankylos implant catalog # unk ankylos implant to ank c/x impl a9.5/d3.5/l9.5 catalog # 31010408. This is a follow up report for this corrected information. Correcting lot # from unk to 508986. This is a follow up report for this corrected information. Correcting UDI # from ni to (B)(4). This is a follow up report for this corrected information. This is to correct and remove the codes that were initially reported. Removing codes for: health effect, clinical code: 4580. Medical device problem code: 3190. The correct codes for this complaint are: health effect, clinical code: 2377 and 1932. Medical device problem code: 2408. This is a follow up report to correct this code.

Event description:
It was reported that a patient experienced a dental implant loss.

Manufacturer narrative:
Therefore, because a serious injury resulted, this event is reportable per 21 cfr part 803. No information besides implant failure was received so far. Additional information and product return is requested. Follow-up report will be sent in case additional information will be received. Trend is tracked and monitored.